Event description:
Reportable based on device analysis completed on 09feb2015. It was reported that lost image occurred. During percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view an unspecified lesion. However, it was noted that the image disappeared. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, device analysis revealed an open hole at the sheath lap joint section of the device.

Manufacturer narrative:
(B)(4). The complaint device was received for evaluation. Evaluation of the returned device revealed that fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. Impedance testing shows no image appeared in the system due to electrical open at proximal. In order to inspect imaging core windup at the proximal end of the catheter, the retainer clip was removed and imaging core assembly was pulled out from hub. No imaging core windup was found in the telescope assembly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).